Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation from her scs system. The pt's ipg was explanted on (B)(6) 2013 (ref. MDR # 1627487-2013-08030), however, it is not know if the scs lead was also explanted during the procedure. No sjm representative was present or notified of the explant. No further information is available at this time.